Manufacturer narrative:
Event conclusion the lead has been returned to cpi for analysis; cpi analysis found that the outer insulation of the rate sensing terminal pin section is torn apart and the rate sensing positive conductor coil filars are fractured at the distal end of the terminal pin. The fracture is consistent with the position of the lead coupled with movement. It is likely that the oversensing was caused by the fractured transvenous defibrillation lead.

Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited oversensing after delivery of appropriate shock therapy. The ICD exhibited noisy signals on the stored electrograms, and the oversensing resulted in inhibited pacing and a diverted shock. The patient will be followed in may, and more extensive testing to reproduce oversensing will be done at that time.